Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pocket revision procedure, the left ventricular (lv) lead exhibited no capture, high and undefined impedance measurements. It was noted that the lead insulation had a break near the suture sleeve and medical adhesive was applied. The lv lead remains in use. No patient complications have been reported as a result of this event.